Manufacturer narrative:
E1: facility name (B)(6). One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. The latch lock sensor was found to be defective. This was replaced and the device passed all functional tests. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device doesn't recognize the lock. When the customer turns the key to lock or unlock, no message appears. The pump has not been used yet, no harm to the patient.